Event description:
It was reported that the patient presented for remote follow up via merlin.net with an implantable cardioverter defibrillator that failed to deliver therapy for a ventricular tachycardia that was incorrectly interpreted as supraventricular tachycardia due to inconsistent morphology. No interventions were reported. The patient was stable throughout.

Manufacturer narrative:
Correction: d6a should have been (B)(6) 2022 rather than being empty.